Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned strips were measured on the returned meter with a high level control sample. Testing results (qc range: 2.7 - 3.3 inr): vial 1. Qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr vial 2. Qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Phone was provdied as (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The meter results were 1.9 inr and 2.7 inr. The customer believed he took the samples from two different fingers but could not be certain. As the readings were so wide apart and out of his therapeutic range, the customer tested a third time. Using strip lot number 43002011, the result was 2.4 inr. The customer could not remember if he used a different finger for this test. The therapeutic range was 2-2.5 inr.